Manufacturer narrative:
The manufacturer did not receive devices for review as the patient has not been revised. X-rays or other source documents were not provided for review. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox option, head, s, 40/-3.0, taper 12/14 on (B)(6) 2013 on the left side and experienced squeaking noise from the implant on (B)(6) 2016. It was reported that no revision surgery has been performed yet. Note: this is a split case with zimmer inc., (B)(4), reference number: (B)(4).

Manufacturer narrative:
No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: the patient is a (B)(6)-year-old, (B)(6) kg, very active woman with participation in impact sports. Implantation of a hip total endoprosthesis on the left hip side for arthrosis on (B)(6) 2013. On (B)(6) 2016, the patient reported squeaky noise from the implant. Review of received data: x-rays (received in paper form): on (B)(6) 2013: pelvic view and lauenstein (left): non cemented hip tp on the left in the correct position, abduction angle 44 ° (measured by hand). On (B)(6) 2013: pelvic view and lauenstein (left): compared to the previous x-ray, unchanged finding results, abduction angle 44 °. On (B)(6) 2014: pelvic view and lauenstein (left): unchanged shaft and cup position. On (B)(6) 2015: lauenstein view (left): poor quality of the x-ray (image), unchanged conditions in the shaft and cup area. On (B)(6) 2014: pelvic view and lauenstein (left): compared to the x-ray dated 19.03.2014 the left hip is more inner rotated with unchanged shaft position. The cup position is unchanged. No osseous structural abnormalities in the cup area. On (B)(6) 2015: pelvic view: poor x-ray (image) quality. The cup angle 44 ° and shaft position looks still unchanged (so far it can be assessed). Osseous conditions cannot be assessed due to poor image quality. On (B)(6) 2016: pelvic view and lauenstein (left): poor x-ray (image) quality, unchanged shaft and cup position, osseous structures in the cup and shaft area cannot be assessed. Despite the young age of the patient arthrosis of the left hip was found. Oral and written information about the study with maxera cup was received, the patient was ready to participate. Intraoperatively noted access via the trochanter, after the opening of the fascia representing the posterior structures, dislocation of the hip and sawing of the femoral neck. Good stability of the cup placement in 20 ° anteversion and 40 ° inclination. Removal of osteophytes. The offset is restored with a shaft, reduction of the hip and ensuring interpositions. No product was returned to zimmer biomet for in-depth analysis, the devices are still implanted. Review of product documentation the compatibility check was performed from surgical technique and showed that the product combination was approved by zimmer biomet. The surgical technique describes that " achieving an abduction angle to a maximum of 45 degrees and 10 to a maximum of 20 degrees of anteversion is appropriate in most cases". Root cause analysis: root cause determination using dfmea: wear (between head/adapter/stem junctions) due to micromotion and/or fretting corrosion of head, adapter and stem junctions due to adapter fracture => not possible: no fracture can be seen on the x-rays. Wear (between head/adapter/stem junctions) due to user error - off label use (including competitor product) => not possible: the use of competitor products can not be confirmed. Wear (between head-liner) due to damaged surface during reduction leads to wear => possible: as the device are not available for investigation, this point cannot be excluded. Increased wear, fretting corrosion on stem taper (lever torque) due to patient with high body weight => not possible: it cannot be said if the patient is with high body weight. Wrong combination of the components due to lms marking is not readable under or lighting, marking parameters are not sufficient enough => not possible: the combination of the products is correct. Conclusion summary: correct indication for implantation on (B)(6) 2013 of a cement-free maxera cup 52mm with biolox option head 40mm and cement-free shaft. In the postoperative x-rays, the abduction angle of the cup is 44 °. In the surgical technique (zimmer maxera cup) it is recommended a maximum cup abduction of 45 ° and anteversion 10-20 °. Based on the given information (x-rays and surgical report) no abnormalities can be detected. The cup and shaft were implanted correctly and the position of them did not change after 3 years postoperative. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).